Manufacturer narrative:
Reporting exemption number (B)(4). CAPA: the events of visual impairment, implant site bruising and herpes simplex are expected. The event of eye pain is unexpected and possibly related to the treatment. No corrective or preventive action will be initiated. Manufacturer narrative: lot number was not reported. Pharmacovigilance comment: the serious, expected event of visual impairment was considered possibly related to the treatment. The non-serious, expected events of implant site bruising and herpes simplex, and the non-serious, unexpected event of eye pain were also considered possibly related to the treatment. Serious criteria included the potential risk of permanent impairment or damage. The visual impairment and eye pain might be complications of intravascular filler migration. This case meets the criteria of seriousness and causality for expedited reporting to the regulatory authorities. Additional comments: device was not available to manufacturer.

Event description:
Case reference number au17010979 is a spontaneous report sent on (B)(6) 2017 by a consumer via phone, which refers to herself, a female aged (B)(6) years. This narrative also contains follow-up information received on 15-nov-2017. The patient's medical history included sinus (not specified). On (B)(6) 2017, the patient received treatment with 1ml restylane nos (lot unknown) to tear troughs (0.5ml on each side) with unknown needle and unknown technique. The same day as the treatment, on (B)(6) 2017, the patient experienced bruising under both eyes(implant site bruising), the right side was worse. The patient also experienced right side eye pain ("headache in eye") (eye pain) and right eye vision disturbance(visual impairment). She described it as difficulty focusing. On (B)(6) 2017, the eye pain and visual disturbance resolved. On (B)(6) 2017 the patient noticed that there were red marks and open wound on the right side of her nose and forehead/herpes simplex reactivation (herpes simplex). The patient saw her gp and was prescribed cephalexin [cefalexin] 500mg to be taken four times a day. The patient had an appointment with the treating plastic surgeon on (B)(6) 2017. On (B)(6) 2017, the patient reported that the plastic surgeon diagnosed the open wounds as herpes simplex reactivation and advised her to use virasolve and prescribed anti-viral tablets (unknown brand). It was not reported if the patient had started the anti-viral treatment. Outcome at the time of the report: bruising under both eyes was not recovered/not resolved. Right eye vision disturbance was recovered/resolved. Right side eye pain (headache in eye) was recovered/resolved. Red marks and open wound on the right side of her nose and forehead was recovering/resolving.